Manufacturer narrative:
Medtronic received the following information from a journal article entitled¿ emergency trans-femoral stenting after accidental right renal artery occlusion following endovascular aortic repair with endoanchors for abdominal aortic aneurysm with short angulated neck¿ adiarto s, gilberth ivano kalaij a, indriani s, taofan catheterization and cardiovascular interventions 2025; 1¿5 https://doi.org/10.1002/ccd.31614. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿emergency trans-femoral stenting after accidental right renal artery occlusion following endovascular aortic repair with endoanchors for abdominal aortic aneurysm with short angulated neck¿. An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa . The aortic neck was 10mm in length and had an angulation of 66 degrees. The patient was first offered open surgical repair but the patient refused so the plan was to undergo evar with endoanchor implantation also. The endurant ii bifurcate was deployed presumably just below the right renal artery which was the lowest renal artery, the limbs were deployed followed by 6 ednoanchors. Final aortogram showed complete exclusion of aneurysm without evidence of endoleak. A careful look from several angles however, revealed that the right renal artery was accidentally occluded. Immediate attempts to revascularize the occluded renal artery were made. The heli-fx guide was used and bent to almost 320 degrees to enable wire crossing to the renal artery. After several unsuccessful attempts using a non mdt coronary wire, wiringof the renal artery was successful with the use of another non mdt 8f catheter. A non mdt stent was delivered to the right renal artery with the support of a guidewire. Despite the presence of non-flow-limiting dissection, final angiogram showed good position of the stent, very good flow to the right renal artery and no evidence of endoleak. Hospitalization was uneventful, no deterioration in renal function was observed and the patient was discharged on the third post- operative day. No additional clinical sequalae were provided.